Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, a likely cause of the cutting wire breakage might be one of the following: high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contacts is increased, and the cutting wire became hot. Also, it is likely high frequency current was applied when the cutting wire and the tissue were too close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: " since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are to close together. This could burn the tissue and/or damage the endoscope or the instrument. When activating output, set the output mode of the electrosurgical unit to ¿cut¿ or ¿blend¿. Activating output in the ¿coagulation¿ mode could break the cutting wire of the instrument.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found and through product analysis two instrument were submitted for inspection, with lot number of 26k. One knife wire was broken, the other one was bent and it's coating fell off. The cause was the following: the knife wire is broken during use, possibly due, to the following reasons: the vater nipple is too close to the knife wire, the output value is too high or the output is in coagulation mode, the output is activated when the knife wire contacts the endoscopic metal component, and the knife wire is too tight. Before use, please conduct a visual inspection to check whether the knife wire is excessively bent. After use, the bending of the knife thread may be caused by external forces. When inserting this instrument into the endoscope, the knife wire should be kept parallel to the insertion tube. Otherwise, the metal parts of the forceps elevator may contact the knife wire and cause the insulation coating to fall off. Non-quality issue. The device was manufactured in june 2022. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the single use 3-lumen sphincterotome v was damaged when energized. The issue was found during therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, that was completed without delay using a similar device. The patient was under anesthesia at the time of the procedure. There were no reports of patient harm. Related patient identifiers:(B)(6). Kd-v411m-0725; single use 3-lumen sphincterotome v for bent wire.